Event description:
Material # 305180, lot # 4178029.    Verbatim: numerous reports of blunt fill needles causing coring of vials when drawing up meds. Customer response received on 24-jan-2025. This was initially observed two weeks ago ~1/8/25; however, the majority of the reports began occurring 1/16. I have ~20 involved needles along with the impacted medication. No impact to patients.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported blunt fill needles causing are coring of vials when drawing up meds. To aid in the investigation, twelve samples in opened packaging blisters, two syringes and two photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification to the needles returned. There was no damage, defective grind or hooks observed. The bevels and etch were good. One syringe returned is 20ml and the second syringe returned is 3ml. Each syringe has a particle adhered to the rubber stopper. One is gray and the other is light red. The two photos provided show a syringe with a particle in solution. A device history record review was completed for provided material number 305180, lot 4178029. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. The blunt fill needles have no defects or imperfections.

Event description:
No additional information received.